Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a sling placement and cystocele repair procedure on (B)(6) 2006. There were no complications during this procedure. According to the complainant, the patient experienced chronic infections, pain and dyspareunia post procedure. The exact nature and date of onset of these symptoms are unknown. The above symptoms could not be verified by the physician. On (B)(6) 2006, the patient presented with urge incontinence and was prescribed 7.5 mg of enablex. The patient did not present with any other symptoms and the follow up exam revealed no problems. On (B)(6) 2007, the patient presented again with continued urgency and the enablex prescription was increased to 15 mg. The patient did not return to this physician or hospital after this date. It was reported that the patient did not have any preexisting medical conditions that could have contributed to this event. There is currently no medical intervention planned. The patient's current condition is unknown.